Event description:
A garbin evo was returned to a third-party service center for service, with an allegation of maintenance required. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During evaluation of the trilogy evo by the third-party service center, an error code related to pressure was found in the error log. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device's machine flow sensor was replaced due to dust contamination.